Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus and basal delivery. The infusion site was then disconnected and the customer did not observe insulin exiting the tubing. The customer reported an elevated blood glucose (bg) level of 426 (mg/dl). A bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the tubing was changed. It also was noted that the customer loaded the cartridge with apidra insulin. The customer's bg levels later decreased to 372 (mg/dl) and the occlusion cleared.